Event description:
It was reported that a pump failed to alarm for a downstream occlusion (medication, programmed amount and delivery rate unk). The customer stated that downstream occlusion testing was performed and the device failed to alarm within spec. Add'l info obtained from the customer suggests that the IV set was not properly connected to the pt.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Downstream occlusion tests were also performed per the sigma spectrum service manual with the unit passing. Add'l downstream occlusion testing was performed with the device passing. A flow rate test was also performed and the device was found to deliver within 5% accuracy. Review of the device history log found multiple downstream occlusion alarms. The customer stated that the user failed to connect the IV set to the pt and the pump failed to alarm for a downstream occlusion. With the available info it is unclear if a downstream occlusion was present.